Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed fault code 27 (encoder fault (> 3000 rpm)) error message" was confirmed based on the review of the archive data and during functional testing. The root cause for the reported complaint was the failed encoder, likely attributed to normal wear and tear. The autopulse platform is a reusable device that was manufactured in (B)(6) 2008 and is 15 years old, well past the expected serviceable life of 5 years. During visual inspection, no physical damage was observed. Based on archive data review, several fault code 27 messages were observed, thus confirming the reported complaint. Also, unrelated to the reported complaint, fault code 16 (timeout moving to take-up position) were recorded. The fault code 16 error was not replicated during functional testing, however; the root cause was the drive train motor brake assembly air gap was out of specification and was not adjustable, likely attributed to normal wear and tear. The autopulse platform is a reusable device that was manufactured in (B)(6) 2008 and is15 years old, well past the expected serviceable life of 5 years. The drive train motor needs to be replaced to address the fault code 16 error observed in the archive. The autopulse platform failed initial functional testing due to fault code 27 (encoder fault (> 3000 rpm)) error message upon powering on, thus, confirming the reported complaint. The root cause for the reported complaint was the failed encoder. The encoder needs to be replaced to address the reported complaint. Zoll awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed fault code 27 (encoder fault (> 3000 rpm) error message after five compressions. Manual CPR was performed. No consequences or impact to the patient.